Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the device stuck in boot loop. The fse visited onsite and upon functional testing, the fse found issue with the suite pc software. To resolve the reported issue, the fse reinstalled the suite pc software and restored a backup. After reinstallation of software and all necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that when the device is restarted, it gets stuck in a boot loop. The device was outside clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.